Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed and attributed to the reportable malfunctions of white foreign material on the air/water (a/w) cylinder, a/w tube, and distal end. In addition to the reportable malfunction, the evaluation found the following non-reportable malfunction(s): there were dents on the scope connector-case unit and switch box; there was no color on the a/w-cylinder and suction cylinder; light guide lens had a crack; connecting tube had a cut; distal end was shaved; adhesive around objective lens had discoloration; water tightness of forceps elevator was lost; due to a pinhole on universal cord, water tightness was lost. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the duodenovideoscope was not flushing. It was not specified during what type of device usage the event occurred or was discovered. The device was returned and during the device evaluation the following reportable malfunction was found: white foreign material on the air/water (a/w) cylinder, a/w tube, and distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, a whitish foreign material was found inside the a/w tube, a/w cylinder and at distal end. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from forceps elevator and universal cord. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ detection methods are written in IFU: tjf-q190v operation manual chapter 3 preparation and inspection. ¿ prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.